Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple needles. Customer's blood glucose level was less than 200 mg/dl. Reportedly, customer believes the needles were being clogged from the insulin vial. Customer changed insulin vial, infusion set, cartridge, and syringe needle to resolve issue.